Event description:
It was reported that when the staff opened the device there were no staples present in the cartridge. There was no patient consequence. Another device was used to complete the case.